Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) selected primary vector. During defibrillation threshold (dft) test it took 25 seconds for therapy to be delivered. It was indicated the patient had some sort of stunned myocardium post dft as the anesthetist indicated the patient had no output from the atrial line; however, the s-ICD showed qrs and the electrocardiogram showed qrs straight after shock was delivered. The doctor performed a few chest compressions and the patient's blood pressure started increasing. The physician was unhappy with the time to therapy so the vector was changed to alternate. Another dft test was performed and the time to therapy was 15 seconds. Again, post dft, the anesthetist said the patient had no output for a few moments but was okay after as the s-ICD showed qrs straight after the shock. Boston scientific technical services (ts) reviewed the data and indicated that alternative vector appeared appropriate. Some noise and double counting were observed, but that was a result of the patient's chest being cleaned post-implant. This s-ICD remains implanted. No adverse patient effects were reported.